Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the placement hand is used after completion of the puncture and is found in the full bed finding that the flap is disconnected from the extension tube. The teacher removed the catheter when the problem was identified, affecting the patient's continued use of the catheter for infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached solo hub is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo extension leg was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo with the valve fully detached. The valve was observed to be an 18 g single lumen powerpicc solo luer hub. The proximal end of the extension leg tubing did not appear broken. Use residue was observed on the sample. No damage could be seen to the valve or extension tubing in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.